Manufacturer narrative:
The lot number was not provided and after internal review of records a specific lot number could not be determined. We were unable to complete an investigation of internal device records.

Event description:
The doctor reported that he implanted a medpor enophthalmos implant in 2003. The doctor stated that the patient developed a pyugenic granuloma in 2006. The doctor stated in 2007, he removed a portion of the implant, and sent it to the lab to be cultured. The result of the culture was pseudomonas. The doctor reported that the patient is on antibiotics.